Event description:
It was reported that the deep brain stimulation (dbs) patient felt the implantable pulse generator (ipg) flip and move in the pocket site on her chest. The patient later reported a popping sensation in the same location with a loss of therapy. The patient underwent a revision procedure wherein the ipg was replaced and did well operatively.

Manufacturer narrative:
The returned ipg was analyzed, and it displayed typical characteristics through visual and functional assessments. A labeling review did not reveal any anomalies as it states that if the ipg flips over in the body it will not be able to communicate. Additionally, device components may migrate from their original implant site which may lead to additional surgeries. Moreover, loss of adequate stimulation is a known risk associated with the sue of deep brain stimulation.

Event description:
It was reported that the deep brain stimulation (dbs) patient felt the implantable pulse generator (ipg) flip and move in the pocket site on her chest. The patient later reported a popping sensation in the same location with a loss of therapy. The patient underwent a revision procedure wherein the ipg was replaced and did well operatively.